Manufacturer narrative:
Pt weight: unk. Event date: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted/exchanged for a different power icl of the same length, ten months postoperatively, to address residual refractive error ("overcorrection"). According to the report from the facility elevated iop was measured at some follow-ups but no further details were provided. No reported problem with the lens or loss of bcva. Given the information that different power icl was used as a replacement it is very likely that procedure related factor (miscalculation) or patient related factor (preference for certain uncorrected distance) have caused/contributed to the event. Conclusions: based on the complaint history, work order search and the medical review, it is very likely that procedure related factor (miscalculation) or patient related factor (preference for certain uncorrected distance) have caused/contributed to the event. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2014, due to a refractive surprise. The patient complained of blurry vision, diplopia and the intraocular pressure was elevated several times. Another micl 12.6 implantable collamer lens was implanted but with a different diopter, a -9.5. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.